Event description:
On (B)(6) 2017, during routine mammogram, I experienced rupture of the left breast p.i.p., textured saline implant. Experience extreme pain following for up to 3 weeks. Implanted pip saline with silicone casing was performed on (B)(6) 2000 by dr. (B)(6), plastic surgeon in (B)(6). No warnings or recall was made concerning the toxic silicon casing that was manufactured in (B)(4) and contained industrial grade silicon by manufacture (B)(4). I began to suffer unusual autoimmune symptoms and by 2017 now I have multiple diagnosis of autoimmune disease including hashimoto's thyroid disease, fibromyalgia (2002), chronic migraines and myasthenia gravis (2013) allergies, chronic fatigue, extremity. I am a trained aerospace engineer that has been unable to work since 2013 with chronic migraines and chronic pain. Multiple food allergies have appeared that were never found in prior history. There is no family history or autoimmune disease in my family (B)(6) 2017 same day of the ruptured implant, a suspicious tumor was found in the left breast lying close to where the center of the breast. Ultrasound biopsy and toxicology are still pending. The p.i.p., implants are suspect for causing the years of suffering from autoimmune disease (hashimoto's thyroiditis, myasthenia gravis, chronic fatigue, peripheral neuropathy, and chronic migraines.)